Event description:
As part of a legal mediation effort, on (B)(4) 2013, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si radical prostatectomy procedure on (B)(6) 2007. The documentation provided states that the patient developed a psoas abscess after undergoing the surgical procedure. The operative report related to the da vinci si radical prostatectomy procedure was not provided and no additional details are available at this time. According to the patient's medical records, two weeks postop the patient reported complaints of pain in his left hip which progressively got worse. On (B)(6) 2007, the patient was admitted to a hospital for reported complaints of left pelvic pain, hip pain, and fever. A CT scan revealed that the patient had an iliopsoas abscess. The patient's medical records stated that a fistulogram was performed and a fistula was found between the colon and the abscess. On (B)(6) 2007, the patient underwent a partial colon resection with anastomosis procedure and drainage of the abscess. On (B)(6) 2007, the patient was discharged home with antibiotics, pain pills, and some outpatient therapy. The patient's discharge summary stated that the patient continued to recover very nicely after his surgery. On (B)(6) 2007, a CT scan performed on the patient revealed that the left psoas fluid collection was resolved and there was no evidence of a recurrent or persistent abscess. On (B)(6) 2007, the patient's progress notes stated that the patient had no complaints and was doing well. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not have any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient developed a psoas abscess after a da vinci prostatectomy procedure.